Event description:
It was reported that a home patient noticed fluid leaking from under the door of a homechoice (hc) device. This occurred during peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the leak. It was not reported how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.